Event description:
It was reported that during a operative hysteroscopy on (B)(6) 2024, the beak of the inner sheath broke inside a female patient. No patient injury was reported, and they were able to complaint the procedure without any other issue.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).